Manufacturer narrative:
Concomitant products: 5076-58 lead; implant date: (B)(6) 2010, 429688 lead; implant date: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. The electrocardiogram (ECG) showed noise on the rv lead and an alarm was triggered for short v-v (ventricular-ventricular) interval. A pace/sense fracture was suspected. The lead was revised and replaced with a new lead and remains implanted due to the position of the svc (superior vena cava) coil in the svc and right atrial (ra) junction. The new rv lead was placed from the right side due to left subclavian occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.